Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: the product experienced leakage during use; 3 units were affected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: three mz1000 china samples were returned for the investigation; two of the samples were received without packaging, and one was received in opened packaging from lot 25025396. No residual fluid was present in any of the samples and no connecting product was available to aid the investigation. The customer reported that "the product was used with a leak". The returned sample was subjected to leakage testing in order to replicate the customer's experience; in all three samples, leakage was observed from the female luer adaptor (fla). Closer inspection identified the source of the leakage to be cracks in the fla in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25025396 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Additionally, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to allow the components to dry may cause the components to partially adhere together, requiring additional force to disconnect, damaging the component. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.